Event description:
It was reported by a neurosurgeon that high impedance was read at a follow-up appointment. The patient was referred for x-rays and the device was programmed off at the time of the high impedance. The last known good diagnostics were from (B)(6) 2010. At the moment it is unknown if there was any trauma or manipulation to the device and it is unknown if interventions are planned. No x-rays have been received by the manufacturer. Attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received through an implant card indicating the patient underwent lead revision surgery. The explanted lead was returned to the manufacturer and currently remains under analysis.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the patient's explanted lead. A break was identified in the positive coil of lead. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Inspection of the secondary broken strand shows that pitting or electro-etching conditions have occurred in the vicinity of the strand. However, due to surface contamination, the fracture mechanism cannot be determined. Also, what appears to be a void was identified in one strand of the quadfilar coil in the vicinity of the broken strand. Since the lead¿s electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.